Event description:
Boston scientific received info that the pt had discharged herself early after the implant procedure and did not return for the scheduled one week f/u. A few weeks later, the pt had an interrogation at a different clinic where the right ventricular lead exhibited very high threshold measurements with possible loss of capture. The clinic convinced the pt to return to the hosp and a revision procedure was performed. The rv lead was successfully repositioned and remains in service. No specific measurements were provided and no adverse pt effects were reported. As no further info concerning this report is expected, our investigation is complete. This investigation will be updated should further info be provided.

Manufacturer narrative:
The device was not returned for analysis. The analysis is therefore based on the inspection of the quality documents accompanying this particular device. The mfg process for this device was re-investigated. All production steps had been performed accordingly. There was no sign of any inconsistency during the mfg process, which might be related to the clinical observation. In summary, the device was not returned for analysis. The review of the quality documents confirmed a regular device mfg.